Manufacturer narrative:
The lal was cut into fragments during explantation. Visual inspection on the returned lens fragments found no device related issues. Due to the condition of the lens, further evaluation could not be performed. Section h6 codes were updated accordingly. A correction was made to the investigation findings code, the code 4248 was removed. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +26.0d) was implanted in the patient's left eye (os) on (B)(6) 2023. The patient completed two light adjustment treatments during the postoperative period. The patient did not complete the required lock-in light treatments. On (B)(6) 2024, approximately 10 months after the implant surgery, the lal was explanted from the patient's left eye. A new light adjustable lens was implanted as a replacement. Rxsight's first awareness of this event was on 05/08/2024. Reference report # (B)(4) for the report on the right eye (od).